Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, frequency urinary, urinary retention, cellulitis, menses irregular, menorrhagia and vaginal pain. Upon close examination of two spiral segments of wire are in place within both fallopian tubes. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy partial, salpingectomy bilateral). Essure was removed in june 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, back pain, abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. The reporter commented: three coils were noted . The left tube was then identified and the essure device was placed in the left tl1be without difficulty. Four coil were noted on that side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, pelvic pain, genital bleeding, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, vaginal discharge, back pain, lower abdominal cramping were added, outcome of the events were added. Lot number received. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, frequency urinary, urinary retention, cellulitis, menses irregular, menorrhagia and vaginal pain. Upon close examination of two spiral segments of wire are in place within both fallopian tubes. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy partial, salpingectomy bilateral). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, back pain, abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. The reporter commented: three coils were noted . The left tube was then identified and the essure device was placed in the left tl1be without difficulty. Four coil were noted on that side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, pelvic pain, genital bleeding, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.